Manufacturer narrative:
It was indicated the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days post-implant, this right ventricular (rv) lead exhibited increased threshold measurements and decreased amplitude measurements. As the rv lead was suspected to be dislodged, the rv lead was explanted and replaced. No additional adverse patient effects were reported.